Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer on (B)(6) 2017. The patient stated that his pump was still empty and alarming. The patient was very spastic and was taking oral baclofen prescribed by his primary care physician. The patient stated the oral baclofen wasn¿t enough like the pump, but was taking it as prescribed. The patient was receiving 500 mcg/ml baclofen at a dose of 129.92 mcg/day.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer on (B)(6) 2017. It was reported that the patient was told that the pump may need to be replaced. It was inquired how to tell if the pump had been damaged. It was reviewed that the hcp would have to refill it and monitor it. It was noted that the pump had been empty for 32 days. It was indicated that the pump had been empty for 32 days and the patient was supposed to have it refilled on (B)(6) 2017. It was stated that the patient was hearing the two tone alarm as well as a three beep noise last week and last night (from (B)(6) 2017) the patient heard three beeps. It was inquired what that could mean and if it meant the pump was damaged.

Event description:
Information was received from a patient. The patient was receiving baclofen at a concentration of 500 mcg/ml with an unknown daily dose via an implantable pump for intractable spasticity and multiple sclerosis. It was reported that the patient did not currently have a healthcare provider (hcp) and had been looking for a doctor since (B)(6) of 2016. Their pump was empty. The non-critical pump alarm started a ¿few days ago¿ and ¿twenty minutes ago¿ on (B)(6) 2017 their critical alarm went off. The patient reported they became spastic beginning on (B)(6) 2017 and this was considered a sudden change in therapy or symptoms. The patient did have the manufacturer¿s physician finder web page. The patient stated they went to their primary healthcare provider and received oral baclofen. The name of the patient¿s primary physician was asked, but was withheld.